Event description:
It was reported that a pt underwent surgery for removal of the cervical construct due to back-out of the screws. The date of the original surgery is unk. No other into is available.